Event description:
It was reported that during the initial implant procedure, the helix of the right ventricular (rv) was difficult to extend and retract when tested prior to being introduced into the body of the patient. The rv lead was not implanted and another rv lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism anomaly was not confirmed. As received, a complete lead was returned in one piece with the helix retracted. No blood/tissue was noted inside the helix. After applying torque to the connector pin, the helix could be extended and retracted smoothly. The full measured helix extension length was within specification. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.